Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported customer was attempting to program new insulin pump and the buttons were really stiff. Customer's thumbs were hurting from trying to program it. Customer's blood glucose was unknown. Customer did not recall any significant events that may have caused the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.